Manufacturer narrative:
Additional information: implant date estimated based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient presented three (3) months postoperatively with elevated intraocular pressure associated with hyphema. Additional information has been requested.

Manufacturer narrative:
Of note: the additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon characterized the reported hyphema as grade I (less than or equal to 1/3 anterior chamber volume). The report noted the event did not result in any adverse impact to the patient, and was not related to stent as the patient has ocular ischemia from diabetic retinopathy (dr). Per report, the intraocular pressure and hyphema were managed with vascular endothelial growth factor (vegf) injection (vitreous heme). The patient was not on anticoagulants pre or postoperatively, and the patient's current status was reported as ocular ischemia from proliferative diabetic retinopathy (pdr).